Event description:
During helical scanning the system malfunctioned and most of the scan data was lost. Problem has been traced to a problem in the software which has been corrected in forward production and will be released to the field within the 4th quarter of 1996.